Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("uterus with embedded essure device bilateral fallopian tubes") in a 43 year-old female patient who had essure inserted. The patient had a medical history of ovarian cyst. Concurrent conditions were listed as vaginal bleeding, pelvic pain female, ovarian cyst, vaginal bleeding and anxiety. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3424 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix & bilateral salpingectomy ). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: there are two essure microinserts identified, one is on the right, the second is also on the right, paracentral. It is difficult to exclude slight osteoarthritis of the lower lumbar spine, hips and pubic symphysis. However, given age, this can still be within normal limits. There is mild to moderate stool in the colon, especially right colon, especially cecum. The uterine cavity is somewhat prominent; sometimes this can be seen with fibroids, ultrasound could better evaluate for fibroids, if needed. A couple of faint lucencies, at the left lower uterine segment, could be from lobulated contours and be artifactual, not necessary filling defects, even if they were filling defects, they could just be air bubbles. Even under pressure, there is no passage of contrast into the tubes or peritoneal cavity, without tubal patency identified. The microinserts are near the tubes, contrast does not extend up to the tubes, the microinserts, could just be high in position, with the tubes in this region, not opacified. Impression: 1. Bilateral microinserts status post essure procedure. No tubal patency seen. 2. Prominent endometrial cavity [pathology test] on (B)(6) 2018: specimen (s) received: a: cervix, uterus with embedded essure device, bilateral fallopian tubes final pathologic diagnosis: uterus and essure device, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy uterus, 84.8 g. Essure device (see gross description). Chronic cervicitis and squamous metaplasia of the endocervix proliferative endometrium bilateral fallopian tubes with physiologic changes, no significant pathologic abnormalities identified gross description: the serosa shows a 1.0 cm in length by 0.3 cm in diameter silver metallic wire protruding from the fundus. Sectioning shows 2 silver metallic wires, grossly resembling fallopian intraluminal contraceptive device. The 2 wires are embedded along the right lateral and left lateral walls of the posterior fundus of the uterus. The wires are not within the proximity of the lumen of either fallopian tube. The left wire extends to the serosa, and coincides with the previously mentioned protruding wire. The wires grossly appear to measure 3.0 cm in length each by 0.3 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Event medical device removal is replaced with device embedded.surgical pathology report added. Lab data , medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.